Event description:
It was reported that the patient was not able to adjust her stimulation. The display was showing the "call your doctor" icon and there was a por (power on reset) condition. The patient had colon surgery three weeks ago and had the por message since (B)(6). She was going to see her physician in two weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v829876, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).